Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2007. During the procedure, a pressure loss occurred and a leak in the balloon was noted. A second catheter was used to successfully complete the procedure with no adverse consequence to the pt.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.